Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that door had visible cracks. A field service engineer (fse) replaced both tower doors to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had tower 2, door 3 required to be replaced. Plastic was cracked along the hinge and hangs when door opened which was functionable but might break off soon, this pave way for door failures to the surrounding pockets. There were no delay or adverse events or injuries reported based on this event.